Manufacturer narrative:
Did not receive device back from hosp.

Event description:
Physician was using gopher support catheter in procedure to aide the advancement of guidewire and cathether. The gopher was advanced until a calcified lesion was reached and it would not advance any further. The physican pulled the gopher support catheter back and found the guidewire had been severed. The severed wire was retrieved and no patient impact was reported.